Event description:
The affiliate stated the customer reported false positive troponin I (access® accutni) results for two patients involving the access® accutni reagent used in conjunction with the unicel® dxc 600i synchron® access® clinical system. This report is one of two referencing the patient on the event date noted. An initial result of 0.048 ng/ml was obtained and released to the hospital. Subsequent testing of the patient's sample, on the same instrument, generated results of 0.055 ng/ml and 0.030 ng/ml. An amended report was issued to the hospital. There was no report of patient injury or change in patient treatment associated with this event. The patient's sample was collected in a serum tube and centrifuged at 4,000g (relative centrifugal force) for five minutes at 19 degrees celsius laboratory temperature. No sample integrity issues were noted. The instrument was in operation.

Manufacturer narrative:
There is no indication that the access® accutni device was returned for evaluation. Service was not dispatched for this event as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information. This medwatch report is related to MDR 2122870-2014-00227.